Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of "lo" (below 20 mg/dl), 87 mg/dl, 47 mg/dl and 28 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of "lo" (below 20 mg/dl), 87 mg/dl, 47 mg/dl and 28 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid lot or serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for the strips. Clinical and stability data was reviewed for freestyle strips and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for freestyle strips and, no trends were identified that would indicate any product related issues. Dhrs for the freestyle freedom lite meter indicated by the serial number provided by the customer. The dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10: (addtl mfg narrative) was incorrectly documented in follow up report #1. Correction has been made.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of "lo" (below 20 mg/dl), 87 mg/dl, 47 mg/dl and 28 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.